Event description:
This is the second of two reported from the same facility involving the same clamp. A mayfield a2000 skull clamp was involved in an event that was described as follows; there was too much movement in the head clamp in the closed position. We had (2) two surgeons try it and they both refuse to use it. When you hold the clamp in your hands and try to move it there is quite a bit of movement. The unit was in contact with a patient. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.